Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. Removed the device, noted the needle was deformed (as the photo shows). No additional information could be provided. The product was returned to mitek for evaluation and a photo was provided. Mitek then conducted visual inspection of device received and photo provided by customer. Visual observations revealed that the needle was bent, and the silicon sleeve was remaining in place. Also, the suture was frayed and was not attached in the needle, the plates were not received along with the suture. The photo provided by the customer showed the bent condition of the device reported comparing with a normal needle. A manufacturing record evaluation was performed for the finished device lot number: 7l23099, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection results, this complaint can be confirmed. No information was provided on how or when the failure has occurred; therefore, we cannot discern a specific root cause for user to have experienced this issue reported. Based on previous investigation; the possible root cause for the reported failure could be attributed when the needle was inside the joint, it was leveraged, therefore causing stress and a mechanical deformation leading to ductile overload deformation. For the deployment issue could be the over-penetration during insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance. For the damage in the sleeve could have made it difficult for the surgeon to deploy the implant when inserted into the patient meniscus. However, it cannot be conclusively affirmed. As per IFU during insertion is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Also, use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 27 degree device did not fire again after the first firing. The device was removed and noticed that the needle was deformed. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.